Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet pressure of -7 psi was not reached arctic sun device. The system shut itself down with system error 80 (non-recoverable system error). The flow rate was at approximately 2.4 liters per minute. The system frequently indicates air leak to hear a loud humming. Input pump circulation permanently at 100 percentage. Per review of wo on 13mar2023, there was no patient involvement. Per follow up information received via email on 13mar2023, they did not know yet, what would be done to solve the problem and they did not know if the loud humming was because of the air leak. Per investigator notification received on 21jun2023, it was reported that the system frequently indicates air leak to hear a loud hum, mixing pump had failed. The device underwent a full preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet pressure of -7 psi was not reached arctic sun device. The system shut itself down with system error 80 (non-recoverable system error). The flow rate was at approximately 2.4 liters per minute. The system frequently indicates air leak to hear a loud humming. Input pump circulation permanently at 100 percentage. Per review of wo on 13mar2023, there was no patient involvement. Per follow up information received via email on 13mar2023, they did not know yet, what would be done to solve the problem and they did not know if the loud humming was because of the air leak. Per investigator notification received on 21jun2023, it was reported that the system frequently indicates air leak to hear a loud hum, mixing pump had failed. The device underwent a full preventive maintenance.